Event description:
The physician deployed a 3.5 mm diameter x 26mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a patient located in the proximal ramus, exhibiting 85% stenosis. It was reported that no issues were noted during device inspection and preparation and that no resistance was felt while inserting a guide wire into the device. The stent was being used in a direct stenting procedure. It was reported that the physician inflated the device to 2 or 3atms, however the device would not hold pressure. The inflator was changed, however, it was reported that the device would not hold pressure and the physician saw contrast leaking into the vessel. It was reported that the device was pressurized to 18atms and the stent was deployed in the intended area and the stent was post dilated using a nc balloon. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: balloon inflated to 18atms. Other, inner shaft may have been damaged during guide wire insertion, but cannot be confirmed. Evaluation: conclusions: no conclusion can be drawn (inner shaft may have been damaged during guide wire insertion, but cannot be confirmed). Evaluation summary: the distal tip was slightly damaged. The stent was not present. The balloon had been inflated. Crimp impressions were evident along the balloon. A small protruding tear was noted on the inner shaft just proximal to the proximal marker band. The tear was protruding from inside-out in a distal to proximal direction. No further damage was noted.